Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged product and/or issue is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)- correction "dexcom was made aware on 02/06/2019 that on (B)(6)2019 the receiver had intermittent audio output...the complaint confirmation of intermittent audio output could not be determined".(B)(4).

Event description:
Dexcom was made aware on 02/06/2019 that on (B)(6)2019 the app had intermittent audio output. The complaint confirmation of intermittent audio output on the app could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.